Manufacturer narrative:
Based on the results of the investigation, the broken eyepiece was likely caused by excessive force; however, a definitive root cause could be identified. A device history review (DHR) revealed the affected serial/lot number did not show any non-conformities or deviations regarding the described issues. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the rigid arthroscope eyepiece was broken. There were no reports of patient harm or injury.